Event description:
The rptr stated that her husband gets repeated er1 messages, and that when he doesn't get a reading, he uses the color chart as a basis for comparison and gets a reading of 350 mg/dl. No control solution test was reported.